Manufacturer narrative:
Device was returned to the manufacturer for evaluation, however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that the zimmer skin graft mesher was not engaging or threading through.